Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs systems : it was reported during a previous ipg replacement procedure (reference MFR report#1627487-2015-20630), diagnostic testing of the extensions yielded high impedance measurements. Further testing of the leads reveal impedances were within normal limits. Reportedly, the original extensions were discarded and replaced with new models after which time successfully connected to the ipg. The issue is resolved. It is unknown which leads (models 3066 or 3086) are associated with this system.